Event description:
Information received from a third party stated halfway through a sedated procedure, the patient awakened and complained of heating on her chest. The technologist stopped the procedure and removed the patient from the scanner. The technologist found the electrodes were warm to the touch , but continued with the scan. At the completion of the scan, redness and blisters were found where the three electrodes contacted the skin. The patient did not received any medical or surgical intervention.

Manufacturer narrative:
The returned ECG cables from the hospital were evaluated by our quality assurance department and found to be a non-medrad product. They were longer than medrad cables and did not meet medrad's specification for resistance. The resistance of the returned cable was approximately 300 ohms, which does not meet our specified 10,400 ohms +/-6% as stated in our drawings. Medrad's veris operation manual under 'warning" state: "connect only medrad approved three-lead or five-lead ECG cables from the patient to the ECG module. Do not connect any other signal source to the ECG module." Also in the operation manual under ECG cable connection with the ECG module, warning, "use only recommended leadsets. The use of leadsets not recommended could result in injury, such as patient burns. Use only the leadset that is included with your veris monitor.